Event description:
It was reported that there have been instances of pumps turning off without any sort of warning to the user. Relayed battery issue could potentially be a reason of cause. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: bottom case seal was intact and plunger case seal was removed. Top case cracked and chipped by the left/right bottom corner. Cracked right plunger case and bottom case cracked by the l bracket. Visible contamination between the cases and by the ether net port and cracked a/c receptacle seal. Functional and delivery testing was conducted. The reported event of pumps turning off was replicated during power up and diagnostic testing. Using biomed diagnostics, battery status was monitored. Battery readings are all normal and battery was at 11 percent capacity. A known good battery pack was placed in the returned pump and was run to depletion. With the know good battery pack installed, the returned pump ran properly. Repeated occurrence of low battery alarms preceding depleted battery alarm was also identified within the event history log. The reported issue was confirmed. The root cause was determined to be the battery pack is over 7 years old and now has a depletion curve that is too steep for the software to adequately detect and react to it properly. The following actions were taken: replaced battery pack. Functional and delivery tests all passed after repair.